Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that elective replacement indicator (eri) occurred with estimation of 3 months. There were no contributing factors. Device settings were 2 groups with 2 programs a1: up to 5.8 ma and a2: up to 9.2 ma b1 and b2 adapted with cyclic an used for 48%. No further interventions. No actions taken. Issue was not resolved. Additional information received reported that the patient did not experience any falls or accidents that could have contributed to the event. The battery longevity calculator was used 6 months after implant/use. The hcp was not aware that the battery would last 3 months, they expected it to last > 2 years. If the hcp was aware of the longevity, they would have implanted a different ins model. Battery depletion was considered normal.